Event description:
Procedure type: low anterior resection. According to the reporter: prior to use, the device was sterilized. The part connecting the handle and the adaptor was detached, spring came off. The surgeon reset the spring and put the connecting part into the device, connection was still loose. It could be connected firmly when the cartridge was loaded. The device was used as usual.

Manufacturer narrative:
(B)(4).